Event description:
Patient reported "implant rupture". Ultrasound has been performed. Device has been explanted. This relates to the left side.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration.